Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2367 alarm which occurred on the homechoice (hc) unit during the last dwell cycle. The hp stated there were 4 bags connected and there was solution in the final bag only. The technical service representative (tsr) assisted the hp with troubleshooting and advised of possible causes. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.